Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for complex reg pain syndrome type I and spinal pain. It was reported that on (B)(6) 2019, the patient's controller started doing 'funky' things, which was clarified to mean that the controller would suddenly stop and would display a message of "settings not available". It would occur intermittently when they were trying to turn their therapy on and when they tried to change the intensity. It was also noted that the patient could not get group a to work, but group b was ok. It was also reported that the patient experienced a loss of stimulation sensation. It was reported that the patient had not had any falls, trauma nor reprogramming that could have contributed to this issue, other than the patient was digging in their yard "the other day". During the call, the intensity was decreased on group a down to 0.0, and when they tried to increase it back up, the settings not available appeared at an intensity of 0.2. It was recommended to switch to group b and for the patient to see their doctor to check the device and for reprogramming. Additional information was received from a manufacturer representative (rep). It was reported that the rep met with the patient to address the settings not available/oor. An impedance check was performed, and it was determined that one of the contacts was out of range and greater than 4000 ohms. Reprogramming was performed and the patient was able to get pain coverage. There was no oor at the end of the call. The patient was instructed to keep the ins charged and continue to monitor the issue. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that she is still receiving "settings not available" screen. And still not feeling anything on group a. Patient did try again during call and still not able to increase setting on either group. Patient has an appointment on (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), product type: lead. Product ID 977a260, serial# (B)(4), product type: lead. Product ID neu_unknown_lead, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient on (B)(6) 2019. The patient provided the name of their manufacture representative (rep). After reprogramming the issue was not resolved. However, they have seen a different rep who fixed the problem. The cause was due to three leads not working. The rep reprogrammed around it. No further complications were reported/are anticipated.